Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 38-year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii. On her right side postoperatively. As a result, the patient underwent replacement surgery on (B)(6) 2018. On (B)(6) 2022, mentor became aware that the patient experienced right side grade IV capsular contracture, and bilateral mild ptosis and underwent right side explantation and replacement with catalog number 3504504bc; serial number (B)(4) on the right side on (B)(6) 2018. Left side device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left side. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade, and mild ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).